Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be kinked. The kink, however, did not prevent fluid from exiting the distal tip at the end of the fluid path. No leaks were observed along the entire fluid path. The downloaded data shows no timeouts or drive stalls during the pod's run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined. Further inspection of the device found that the housing vent of the bottom housing was punctured, which also punctured the reservoir. The housing vent and subsequently the reservoir were found to be punctured. The orientation of the reservoir puncture directly below the housing vent puncture indicates that this is post use damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, manual insulin injections were administered and a new pod was applied.